Manufacturer narrative:
Device alarmed motor error during rewinding due to motor encoder signal out of phase. Unable to perform displacement test, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarm. Device received with reservoir tube lip completely broken off and missing the black o ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Device alarmed motor error during rewinding due to motor encoder signal out of phase. Unable to perform displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm . Device received with reservoir tube lip completely broken off and missing the black o ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. Customer reported the drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.